Manufacturer narrative:
A partial lead was returned for analysis in a single segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14098. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Prior to the procedure, using fluoroscopy, the physician noted externalized conductors on the patient's right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable throughout.